Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported broken cable complaint was not confirmed. The returned product did not exhibit the event described in the complaint. The external and internal visual inspections confirmed that the grip and pitch cables were not damaged. Additional unrelated observation(s) not reported by site: the instrument was found to have a broken tube extension at the orange plastic section. The component was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Thermal damage was not observed. The instrument was also found with dislodged proximal clevis. The dislodged proximal clevis is attached to the tube extension. The probable root cause for the reported broken cable complaint could not be determined by failure analysis.

Event description:
Refer to h11 for follow-up information.